Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus. The reported phenomenon and condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The exact cause of the event couldn t be exclusively identified. However based on the past investigation results, it is likely the falling tissue pad occurred by the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off due to load applied to the peeling tissue pad. The event can be prevented by following the instructions for use which state: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." - "when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that the teflon pad of the thunderbeat broke after an hour of laparoscopic myomectomy surgery. Consequently, the procedure was converted to open surgery to look for the piece of teflon that detached and fell into the patient's body. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the probe was observed to be broken. However, it was confirmed that the tissue pad was not detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the lm¿s further investigation, the probe likely broke due to the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break off. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes an update to d4, d9, h3, and h4 from the previous submission. An update has been made to h6 (type of investigation) to reflect the device return. Also, information has been added to h6 (investigation findings and investigation conclusion) to capture the further lm investigation results (confirmed broken probe; damaged teflon/detached tissue pad not confirmed). Olympus will continue to monitor field performance for this device.